Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope tested positive for an unexpected contamination, water was found in the scope channel. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the following reportable defects were noted: - suggested event 1: culture test was required due to residual water. - suggested event 2: scope body had corrosion and foreign material in groove for forceps elevator. - suggested event 3: foreign material remained at connection area of forceps elevator and lever arm. - suggested event 4: residual water in biopsy channel. The following non-reportable defects were also noted: - asset inspection (due to annual inspection, parts must be replaced). - switch box has discoloration. - suction cylinder has no color. - due to deformation of scope connection cover unit, water tightness is lost. - electrical connector has stain. - due to wear of angle wire, the play of up/down knob is out of the standard value. - adhesive around light guide lens has wear, adhesive around objective lens has wear. - there is corrosion around lever arm. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of contamination was not confirmed and a root cause of could not be determined. The device was not culture tested by the user. Olympus culture tested the device where no germs were detected. The foreign material could not be conclusively identified however, it was likely rust from insufficient drying during the reprocessing process that leading to residual water in the biopsy channel which caused corrosion of the stainless-steel. Olympus will continue to monitor field performance for this device.